Event description:
The customer reported, the sys did not boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reconfigured the bios setup. The system operates as intended.